Event description:
In 2007, the patient reported that his infusion tubing completely separated at the luer connection. He stated that is blood glucose measured "hi" on his blood glucose monitor. He changed his insulin cartridge and infusion set and bolused to lower his blood glucose. He felt tingling in his lips, head, and fingers and he had a headache due to elevated blood glucose. His normal blood glucose range is 120-150 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.